Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal / pelvic floor. It was reported that there was a loss or change of therapy as patient had a sudden return of fecal incontinence symptoms. The patient also stated that she cannot feel stimulation, but it's because her body has got used to the sensation. It was confirmed that therapy was on and there were no medical procedures, emi exposures, or trauma/falls related to the issue. The stimulation amplitude was increased with the patient programmer and the patient stated that stimulation was felt in the bicycle seat area. The stimulation was increased from 1.1 volts to 1.2 volts as 1.3 volts was too strong.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.